Event description:
The facility reported the mst packer/chang iol cutter broke in the pts eye while attempting to cut a pmma single piece iol. There was no impact to the pt and the broken piece was removed from the eye without further incident.

Manufacturer narrative:
The scissor blade was broken in way that indicates it was used to cut too hard of an object. This ophthalmic scissor is indicated to cut soft foldable iols.